Event description:
It was reported by the customer that there were multiple non-specific instances where approximately 30-40ml of fluid were left in the medication bag following the infusion. The hospital director of pharmacy indicated the issue was related to priming. There was patient involvement but no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.